Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the biometric scanner was not scanning and drawer 3.1 was not opening. The field service engineer reseated the usb cable, disabled usb sleep mode, adjusted the outer rails¿ screws and metal frame in between two drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system drawer was failed and bio-metric scanner not working when user was trying to issue medication to patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.